Event description:
It was reported that the patient underwent a contralateral leg with recent initial total knee surgery. Approximately 10 months post-implantation the patient was revised due to limb length issues requiring lengthening of segmental system. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00585003017 - segmental art surf sz c 17mm - 66899252. Unknown- unknown segment - unknown. G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.